Manufacturer narrative:
On 04/03/2019, mentor received additional information about the event: the patient underwent a breast augmentation revision procedure with the suspect medical device. The patient¿s race is white and ethnicity is not hispanic/latino. The patient developed capsular contracture (baker grade unknown) in both breasts. This report is for the patient¿s right breast prosthesis. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown procedure with an unknown mentor breast prosthesis that ruptured after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 375cc gel breast prostheses on (B)(6) 2019.